Event description:
It was reported during a laparoscopic cholecystectomy the clips were scissoring. Two other clip appliers were opened to finish the case. There was no consequence to the pt.

Manufacturer narrative:
Ligaclip endoscopic rotating multiple clip applier-based upon inquiry information received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident.the instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the clips scissoring. The reported incident could not be recreated.